Manufacturer narrative:
Exact date of event is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A bifurcate stent graft from another manufacturer and an endurant limb stent graft was implanted in patient for endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that during the index procedure, a distal type I endoleak from the aneurysmal left common iliac artery was discovered after the stent grafts were implanted. The patient received treatment. The physician elected to implant an endurant 32 mm diameter cuff into the aneurysmal left common iliac artery. The physician had difficulty removing the delivery system from the patient after the cuff was deployed. The physician was unable to remove the delivery system from the patient, thus the physician cut the delivery system at the access site and left it inside of the patient. As a result, the left external iliac artery was occluded. The physician then implanted an endurant aui stent graft and performed a femoral to femoral bypass. The distal type I endoleak was resolved. The patient has blood flow in both legs. Per the physician, the cause of the distal type I endoleak was unknown. The cause of removal difficulty which resulted in part of the delivery system being left in patient was also unknown; however, the physician did not believe that the removal difficulty was related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.